Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.5 for mechanical circulatory support. During support, the patient experienced ectopy, and it was reported that the device was malpositioned. The resolution to the issue is unknown. Additionally, the patient also experienced supraventricular tachycardia requiring defibrillation twice and was administered amiodarone. It was reported that the patient survived the explant.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use related. As the necessary information was not provided, the root cause of the vt/vf was not determined.